Event description:
On (B)(6) 2023, the customer reported low bg blood glucose of 32 mg/dl and passing out. Customer did not have high blood glucose. Emergency medical service was dispatched and the customer was taken to the emergency room on (B)(6) 2023. Customer was not hospitalized. The customer was treated with glucagon. The customer reported that the pump was dropped because the clip keeps falling off, which resulted in a crack on the battery compartment. Customer¿s blood glucose value at the time of the call was 78mg/dl. Troubleshooting was not done for low blood glucose but was done for cosmetic damage.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose.  The customer¿s blood glucose level was 78 mg/dl at the time of the incident. The customer's current blood glucose was 32 mg/dl. It was unknown about the symptoms experienced by the customer due to blood glucose. Troubleshooting was performed and the customer indicated that there is a crack on the pump and was hospitalized due to low blood glucose and treated with glucagon.  It was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the insulin pump was on auto mode at the time of the incident. No further patient complications were reported. The customer was advised to discontinue to use of the device. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). No crack/damage on the battery compartment noted during visual inspection. However, a deep scratched case was noted. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with energizer ultimate lithium (1.642v) battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked belt clip rails. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs and high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.